Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (delivers pulse above upper limit) has been confirmed. Upon investigation the monitor delivered a 167 joule pulse and then immediately reset during detect and treat testing. The cause for the detect and treat testing failure was isolated to a defective q10 transistor on the defibrillator pca. The root cause for the defective transistor could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor delivered a pulse above the upper limit during incoming functional testing.